Manufacturer narrative:
A review of the manufacturing records for the device implanted was not possible as the lot number is unk.

Event description:
On an unk date in (B)(6) 2010, the pt underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. The pt tolerated the procedure. On (B)(6) 2011, the pt underwent follow up imaging and the physician reported the device had migrated distally approx 40 mm or greater. No endoleak was detected. The physician is monitoring the pt.